Manufacturer narrative:
(B)(4). Batch # t5e81u. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh21a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis showed that the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: always inspect the anastomotic staple line for hemostasis and check the completed anastomosis for integrity and leakage. Metal clips, staples, or sutures contained in the area to be stapled may affect the integrity of the anastomosis. Corrective action, if required, may include the use of sutures or electrocautery. To remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open anterior resection, the device could not be removed from the patient after the firing although the adjusting knob was rotated counter-clockwise twice, so it was rotated more, then the anvil was left inside the patient. A forceps was used to retrieve the anvil through the anus to complete the case. The device was used between the colon and the rectum. The anastomosed site was checked by the endoscope, and it was confirmed the target tissue was cut properly, and the staples were deployed, but the broken washer and the donuts, that were supposed to be in the device were found in the anvil. There were no adverse consequences to the patient. No further information is available.